Manufacturer narrative:
No product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. The lot history review could not be completed because no verifiable lot number was identified or available in the system records.

Event description:
It was stated in the report that while using the arterial blood collection kit, the nurse found that the collected blood was leaking from the piston and could not be used normally. There was patient involvement with no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.